Event description:
Related manufacturer reference number: 1627487-2022-04230, 1627487-2022-04231. It was reported that the patient received ineffective therapy from the system. Patient did not charge the ipg for an extended period of time until it was inoperable. The patient underwent surgical intervention on (B)(6) 2022 where the entire scs system was explanted and replaced with a drg system.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.